Manufacturer narrative:
H3: product analysis: during service it was found that both clips were loose. One fuse is not working. Main pcb failure. Two small o-rings for stim connector pins were missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the total thyroidectomy procedure, dr. A. Poole was using the nim probe when suddenly there was no stimulus with the stim 1 setting. Nothing had changed at this time, the or team trouble shot the monitor and probe, and a visiting ent surgeon from calgary was brought into the or to help trouble shoot as well. Eventually the team was able to get stimulus to register on the nim monitor after changing to the stim 2 setting and it worked until the case was finished. There was no issue with mainframe. First probe worked fine at start of case then stopped working. Another probe was tried. Eventually got working on stim 2. It is unknown if a stimulus was being delivered as they reported issue after case finished. There was no patient impact related to the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.